Event description:
According to the reporter, during the laparoscopic thoracoscopic partial pulmonary resection, when resecting the pulmonary parenchyma, the handle became unable to be squeezed in the middle of the firing. The jaws of the device locked on tissue and the handle was opened. Replaced with another new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.